Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level had no adverse impact. Reportedly, the customer reverted to an alternate method of insulin therapy.